Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now the coils are out') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dysuria ("little more stream come out/whatever is blocking your urine"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered dysuria and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: urination difficulty and medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now the coils are out') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dysuria ("little more stream come out/whatever is blocking your urine"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered dysuria and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: urination difficulty and medical device removal. Most recent follow-up information incorporated above includes: on 10-feb-2020: with quality-safety evaluation of ptc this record was detected to be a duplicate to record # us-bayer-(B)(4) to which all information will be transferred, then this duplicate record # us-bayer-(B)(4) will be deleted from bayer safety database. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.